Event description:
Boston scientific received information that during a normal device replacement procedure, this right ventricular (rv) defibrillation lead was found to be fractured after the new device was placed in the pocket. It was noted that the fracture was observed post-shock via fluoroscopy at the second rib entry point of the lead into the axillary vein. Shock impedances of greater than 125 ohms were also noted. The lead was therefore surgically capped and abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.